Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included uti on (B)(6) 2019, dyspareunia, pharyngeal inflammation, sinusitis, fatigue, bloating, papanicolaou smear normal, abdominal pain, allergy aggravated, burning micturition, back pain, dysuria, pruritus, sneezing, headache, nasal congestion and throat irritation. Previously administered products included for an unreported indication: antibiotics. On (B)(6) 2012, the patient had essure inserted. On 1(B)(6) 2020, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. The patient was treated with surgery (hysterectomy total laparoscopic with bilateral salpingectomy total laparoscopic hysterectomy and cys). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: implant information: 2014 (discrepancy noted), 2013 as per mr removal information: (B)(6) 2019 (discrepancy noted), (B)(6) 2019 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: normal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2020). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included uti on (B)(6) 2019, dyspareunia, pharyngeal inflammation, sinusitis, fatigue, bloating, papanicolaou smear normal, abdominal pain, allergy aggravated, burning micturition, back pain, dysuria, pruritus, sneezing, headache, nasal congestion and throat irritation. Previously administered products included for an unreported indication: antibiotics. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. The patient was treated with surgery (hysterectomy total laparoscopic with bilateral salpingectomy total laparoscopic hysterectomy and cys). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: implant information: 2014 (discrepancy noted), 2013 as per mr removal information: (B)(6) 2019 (discrepancy noted), (B)(6) 2019 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: normal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received:" previously reported event medical device removal replaced with pelvic pain". Reporter, medical history, historical drug, lab test and rcc added. On 14-oct-2020: no significant info received. On 7-oct-2020: no information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.